Event description:
Information report. This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unk age, gender or origin. The patient was taking an unspecified medication for treatment of an unk indication. In 2006, the humapen ergo teal/clear pen body (lot 0404a05) was reported to have a detached footpad. This humapen ergo teal clear pen body is associated with cid00408443. The person operating the device was not known. It was unk if the person was trained. It was unk how long this device model was used. The device was returned on 05 jun 2006; two broken engagement tabs were found.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. The actual device was returned and found to have both clear cartridge holder engagement tabs broken and a broken foot. Broken engagement tabs have been shown to cause an underdose. A broken foot may result in an undersose. Corrective action, clear cartridge holder engagement tabs broken: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Corrective action, broken foot: no corrective action is planned at this time as the cause of this complaint was exposure of the device to high force while in the field. Evidence of improper use/storage: the user provided no information which indicates the product was used or stored improperly. However, the engineering investigation found tool marks on the fractured side of the engagement tabs. The marks are consistent with damage incurred by a lateral cut across the tabs with an z-acto knife razor like tool. The engagement tabs were damage while in the field and is evidence of improper use. The misuse is relevant to the user's complaint and the investigation findings.